Manufacturer narrative:
(B)(4). The incident sample has been requested but to date, has not been received for eval. If the sample is received, or if additional info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that the insulation on the electrode was damaged during use. No injury to the pt occurred.